Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Device was returned for evaluation and an investigation confirmed the issue. During the analysis of the pump, neither air or sterile water for injection could be pushed through the cap septum. The cap and suture ring were removed from the pump, and the pump was decontaminated for a second time. The pump flow was tested and it was able to successfully flow per specification. Analysis of the cap, resulted with both air and sterile water successfully flowing through the cap. It appears that the occlusion had been removed during the decontamination process. The material that caused the issue could not be retrieved. The root cause for this issue was determined to be an occlusion in the flow path. The occlusion was determined to be in the catheter access port section of the pump. Internal complaint number: (B)(4).

Event description:
Sales representative reported a prometra ii pump explant due to underinfusion. A dye study was performed on and results showed a patent catheter. Per report, a volume discrepancy occurred on may 21, 2019. Expected: 4.6ml, actual: 19.5 ml. Per report, a volume discrepancy occurred on june 26,2019. Expected: 6.1ml, actual: 9ml. It was reported that flowonix refill kits were used at both refills.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.